Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that during a chemotherapy infusion, pump modules and syringe module experienced a communication error and turned off. When device was rebooted, no previous infusion data was restored. There was patient involvement but no harm.

Manufacturer narrative:
Correction : it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2022-202354 is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number 2016493-2022-206208.

Event description:
It was reported that during a chemotherapy infusion, pump modules and syringe module experienced a "communication error" and turned off. When device was rebooted, no previous infusion data was restored. There was patient involvement but no harm. Per customer's internal investigation, it was found that the "pcu received error code 800.8000.0 multiple times during the time of the incident."